Manufacturer narrative:
Updated: g4, g7, h2, h6, h10. The suspected device has not been returned for evaluation. Therefore no root cause can be determined.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported to vyaire that the unit alarmed e33 while in use on a patient. The unit was removed but there was no patient harm associated with this reported event.